Event description:
Doctor reported that at 300mj, 60 watt setting the laser was very aggressive, and that it seemed that it is was burning hotter than what was indicated on the display. (Vpg handpiece).